Event description:
Caller alleging discrepant inratio values. Patient self tester was testing using physician's poc meter from (B)(6) 2015. Patient was not certain on dosage of warfarin and amount of lovenox shots provided from (B)(6) 2015. (B)(6) 2015 inratio=5.4, repeat inratio 1.4, second repeat inratio 1.3, tests performed right after each other (B)(6). Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information available.

Manufacturer narrative:
Investigation conclusion it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.